Event description:
The doctor reported that a vena cava filter was placed in a patient after the pt experienced a pe. Nine days after filter implant, the asymptomatic pt returned to have the filter removed, as it was no longer needed. The pre-removal, cavagram showed that the filter had moved to the entrance of the right atrium. The filter was removed, as intended, percutaneously. The patient is fine.

Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria. This is the first event reported for this lot number. Neither the filter nor procedural films were returned for evaluation. In spite of several attempts, additional pt info could not be obtained. It was reported that the diameter of the vena cava was not measured prior to implant. It is unk if the vena cava diameter exceeded 28mm. The IFU for this device states: contraindications for use: caution-if the corrected inferior vena cava dismeter exceeds 28 mm, the filter must not be inserted into the ivc. The IFU also states: potential complications: migration of the filter.